Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that they have been having issues with left side of tube not picking up a response on previous cases. Tube seemed to be functioning fine throughout the case. However, it was a right sided parathyroid, so it was not tested during the case. While waiting for pth results, it was observed that the left side electrode off warning came on the screen. There was no movement of the tube at the time. In fact, no one was near the patient at the time, as everyone was waiting for lab results. The warning continued for the rest of the case. It was not critical as it was a right sided case and did not need the left side working anyway. Tested the system after the case using simulator and everything appeared to be working appropriately with the console and interface box. The current was delivered at setting. There was no planned/intervention performed. There was no delay in the surgical procedure. The procedure was completed with the reported product(s). The patient was alive - no injury.